Event description:
Caller states the patient tested 2.0 inr on the coaguchek xs system and 1.5 inr on the coaguchek s system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with a1 patient for suspect device in coagucheck xs system.